Event description:
Allegedly removed during the revision of another component. Original surgery and revision date unknown.

Manufacturer narrative:
Conclusion: no device failure. No part or lot numbers were provided for review. The product was not returned. (B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested from the reporter; however, no response to date. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01462.